Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of infection, which is addressed in the product labeling under general surgical risks. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision due to infection.